Event description:
The rep reported the device was used during an unk procedure. It was reported the prw35 staples did not form and hold the skin closed. Pt consequence is unk at this time. 11/23/98 the rep faxed in a completed form with the following add'l info. Rep stated she met with the surgeon who said that the staples all appeared to be fine when he was placing them. When the pt was brought back to the or (unrelated to the skin staples) there were numerous staples that looked as though they had pulled apart and 2 or 3 that were actually out of the skin and on the dressing. He removed the affected staples and closed those portions of the wound with suture. He also stated it was a lengthy incision and could have been closed with 2 different staplers and the skin was not under tension.